Event description:
Consumer stated that the heating pad burned her back, pillow case, and pillow while she was using it. She went to see her surgeon who stated that she had received 2nd degree burns on her left shoulder. Consumer was not using pad in a manner contrary to instruction.